Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was not hospitalized. The cause of the event was unknown. Treatment details and action taken with dianeal therapy were not reported. At the time of this report, the patient had not recovered. No additional information is available.